Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Additional analysis not required because it is not MDR/mdv reportable or allegation is not software related.

Event description:
It was reported that this programmer emitted blue fume and started smoking. The programmer was no longer in service. There was no patient involvement reported.